Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection found that the helix had been stretched out of specification and the distal conductor was distorted and there was noted deformation/fracture of the proximal section of the inner coil. Full lead.

Event description:
It was reported during the implant procedure that the helix would not extend on the lead. The lead was not implanted. No patient complications have been reported as a result of this event.